Event description:
It was reported that during a stenting treatment procedure, stent damage occurred post deployment. The 100% stenosed target lesion being treated was located at a bifurcation of the moderately tortuous and severely calcified ostium of the left anterior descending (lad) artery. Two promus element stents were deployed at a bifurcation of the lad; including a 2.25x20mm promus element stent which was deployed in the ostium of the lad. It was noted that the proximal end of the stent in the ostium of the lad became foreshortened. A third promus element stent was then advanced and deployed overlapping the proximal end of the 2.25x20mm promus element stent to successfully treat the stent deformation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device code # 1059 relates to component code # 515. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).